Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The implantable cardiac defibrillator was returned with no information. A database search by serial number revealed that patient to be deceased. The patient died approximately 3 years ago and less than 1 year after implant. No complaints, allegations, or previous contacts regarding the system or any of the individual components have been received.